Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device passed all field return tests and inspections and was reconditioned. The returned device met all specification and evaluation tests. There is no indication of a product malfunction. The evaluation of returned device indicated that the wcd performed as intended. Wcd role in patient death is unrelated and the patient expired due to cardiac failure unrelated to wcd indications for use.

Event description:
Patient's caregiver called in to return the wcd system. The patient passed away on (B)(6) 2023 while still wearing the system. The patient caregiver stated that the patient death was related to cardiac failure. The wcd role in patient's death is pending additional medical information and evaluation of the to-be-returned device.